Manufacturer narrative:
(B)(4): the clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2016 and presented on (B)(6) 2016 with transient light sensitivity syndrome (tlss) in both eyes when in natural light and artificial light that has gotten increasingly worse since previous week . The topical steroid dosage was increased. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of extreme light sensitivity left eye worse than right eye in natural and artificial light which is more defined at work. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2016; right eye pre-op 20/20 -1.00 x -.25 x 58; left eye pre-op 20/20 -1.00 x -.75 x 5.